Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen has issue, inoperative in spots. Requesting a touchscreen replacement. It was reported there was no patient involvement at the time the issue was discovered. Investigation ongoing.

Manufacturer narrative:
The biomedical engineer (bme) received and replaced the defective touchscreen to resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.